Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's lead, exhibited noise. The sensing was going to be increased and non-invasive programmed stimulation (nips) performed to ensure appropriate detection. Ventricular fibrillation (vf) was induced and a 23 joule shock was delivered, however a message was displayed indicating a shorted condition had been detected. It was also noted the device had reached explant. Tachy therapy was programmed off and the device was explanted a couple of weeks later. No additional adverse patient effects were reported.